Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer had symptoms such as hyperglycemia altered mental status. The customer treated with sliding scale and long acting insulin. Customer's blood glucose value was 294 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was admitted to (B)(6). Troubleshooting was performed. Customer found there is a black circle on insulin pump. The product was not returned for analysis.